Event description:
It was reported that an infusion was programed to run for 96 hours. However, it was reportedly completed 14 hours early. There was patient involvement and no harm. Bd received additional information. It was reported by the facility's informatics pharmacist that the event occurred on (B)(6) 2024. The infusion start time was 1930. The intended infusion duration was 96 hours, so finish time was anticipated to be (B)(6) 2024 at 1930. However, the infusion bag appeared empty at 83 hours, yet the pump displayed that there was 87.8ml remaining. The infusion was prepared in 500ml ¿ doxorubicin (75mg), vincristine (2.5mg), etoposide (375mg). The customer would like to find out if the user selected the "adult haem/onc" profile and the "doxo+vinc+etop" guardrail.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event log review of the pcu began the last time the suspect pump module was attached to the pcu before the incident time on (B)(6) 2024. The pcu was programmed with the profile "adult haem/onc". Between 4:38 pm and 7:28 pm, the module was added to the pcu, and a basic infusion was programmed with a rate of 10 ml/h and a vtbi of 20 ml. Once the infusion was completed, a second infusion with the same values was programmed. After a few minutes, the pump module was paused, and a different infusion was programmed with a rate of 999 ml/h and a vtbi of 12 ml. At 7:29 pm, the user selected a basic infusion, pressed volume duration, entered a vtbi of 604 ml and a duration of 96 hours, and start the infusion with a rate of 6.29 ml/h and a pvi of 653.975ml. On (B)(6) 2024, between 7:16 and 7:24, the pump module alarmed for ¿infusor occluded patient side.¿ between 9:04 and 9:10, it alarmed again. The audio adjust option was pressed, the volume was lowered, and the infusion was restarted. On (B)(6)2024, at 6:36 am, the vtbi was changed to 15 ml and an infusion was started with the same rate of 6.29 ml/h and a pvi of 1170.37 ml. Between 9:28 and 9:49 am, the infusion was completed, and the pump module was turned off with a pvi of 1186.811 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion event was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0404, g0301201, c070606, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion was programed to run for 96 hours. However, it was reportedly completed 14 hours early. There was patient involvement and no harm. Bd received additional information. It was reported by the facility's informatics pharmacist that the event occurred on 31 july 2024. The infusion start time was 1930. The intended infusion duration was 96 hours, so finish time was anticipated to be (B)(6) 2024 at 1930. However, the infusion bag appeared empty at 83 hours, yet the pump displayed that there was 87.8ml remaining. The infusion was prepared in 500ml: doxorubicin (75mg), vincristine (2.5mg), etoposide (375mg). The customer would like to find out if the user selected the "adult haem/onc" profile and the "doxo+vinc+etop" guardrail.